Event description:
It was reported that an asymptomatic patient presented with several episodes of ams. Further testing revealed the presence of retrograde conduction and far r-wave oversensing. Programming changes were made. Patient will be monitored.

Manufacturer narrative:
(B)(4).